Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod : chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports while her daughter was wearing a pod between 4 and 24 hours her blood glucose was reading in the 200 mg/dl range. Upon removal of the pod from the infusion site (abdomen) it was noticed that the cannula was bent and the pink slide insert did not move into the viewing window, which indicates a needle mechanism failure. As treatment, the patient gave a manual injection of insulin and replaced the pod.